Event description:
A peritoneal dialysis patient was not able to connect to the second connector on the treament set.no patient injury was reported.the actual sample as well as companion samples are available for evaluation.